Manufacturer narrative:
Evaluation method: - the device history and sterilization records were reviewed. Results: - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Flux residue was found on the power circuit board surface, which reappears to have contributed to the device failure. Conclusion: - the cause of the reported complaint could not be determined form the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) received their scs system on (B)(6) 2008. It was reported that after eight months of use, the ipg would no longer hold a charge. The ipg was explanted and replaced on (B)(6) 2009. The explanted ipg was returned to the manufacturer for analysis. No additional information was available.